Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 power was weaker than it should have been. No cords, adapters, or power supply were changed to troubleshoot. Pre cautery test was not performed. It is unknown if the beeping sound heard when the toggle was pulled back to activate the device. Power setting at 3. Device is removed from the body, new kit was opened and used without issue. No procedure delay, no harm to the patient.